Event description:
The customer reported that on (B)(6) 2012, her blood glucose measured 50 mg/dl at 7:10 am and 151 mg/dl at 9:50 am. Starting at 11:57 am, when it was 257 mg/dl, her bg rose. No insulin doses were reported at all. Her bg result was 280 mg/dl at 1:10 pm, 375 mg/dl at 2:04 pm, and 403 mg/dl at 2:54 pm. She stated that when the device was removed (time not reported) the cannula was pulled out of the infusion site and the adhesive was wet.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or a failure to deliver insulin was found. The customer reported that the cannula had dislodged from the insertion site. This condition would interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed through lab testing. Qualification records were reviewed and the product met all acceptance criteria. The omnipod's user guide warns ¿check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery.¿ and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia), if you get results above 250 mg/dl, but do not have symptoms or continue to get results that fall above 250 mg/dl, follow treatment advice of your healthcare provider."